Manufacturer narrative:
Phone number: (B)(6). The actual device was not returned for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that approximately 10 minutes after starting hdf treatment with a polyflux 140h dialyzer, the patient presented with chest tightness, sweating and a blood pressure (bp) of 91/56 mmhg, heart rate was 65 beats per minute. The treatment was ended with blood restitution and administration of flumethasone (corticosteroid) 5 mg intravenously. The patient's blood pressure recovered to 143/75mmhg and the patient condition improved. No additional information is available.